Manufacturer narrative:
Concomitant medical product: etuf3214c102e stent graft and etlw1613c93e stent graft implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.